Event description:
Complainant alleged that during biomed testing, the device intermittently displayed "poor pad contact" and "check pads" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.